Event description:
Hospital reported that during a procedure the f-10 filter was venting inward during gravity flow rates. The hospital reported that it appeared the fluid level was going down and air was coming in the top of the assembly.